Manufacturer narrative:
H10: customer biomed confirmed the issue was resolved when a manufacturer's product support engineer (pse) replaced the power management (pm) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting 1104 (backup alarm failed) error message on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and provided recommended part replacements for the reported problem. The investigation is ongoing.